Event description:
It was reported that during a low anterior resection procedure, the surgeon used the device about 5 times. He was taking the ima so was placing the clips very close together. He placed one of the clips on top of another clip and the jaws of the device twisted. After this, the rest of the clips came out crooked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 05/18/2009. Information anticipated, but unavailable at this time.